Manufacturer narrative:
UDI: (B)(4). The lot number was unknown. The lot number was unknown; therefore, the expiration date, manufacturing site name and device manufacture date were unknown. Investigation summary: according to the information received, "it was reported that metal powder-like substance came from the blade." The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. No lot numbers were supplied which precludes conducting a DHR review or a lot of specific search in the complaints handling system. As part of depuy mitek's quality process all devices are manufactured, inspected, and released to approved specifications. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown surgery on (B)(6) 2022, it was observed that the device was another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided. This complaint involves x (x) devices. It was reported that this was an unknown procedure performed on (B)(6) 2022. Metal powder-like substance came from the blade. There was no surgical delay and no harm to the patient.